Manufacturer narrative:
An investigation was initiated into the matter of, "tubing broke off" during use. The device was not available for evaluation. Without device cause for failure could not be determined or the issue confirmed. If the product is returned in the future, a follow-up report will be filed. A review of the device history record showed no deviations during manufacturing of the lot. Lot 100601d5 was produced for catalog su130-475, which does not include drain tubing. With the information provided and since a sample was not available, we cannot conclude that the wound drain is one of cardinal health's products.

Event description:
Patient underwent lumbar surgery at reporting facility on (B)(6) 2011 with placement of suspect medical device at the end of the surgery. On (B)(6) 2011, while a healthcare professional was attempting to remove the device drain, the drain tubing broke off at the patient's skin level leaving a portion of tubing inside the patient. On (B)(6) 2011 the patient was taken back to surgery where he was placed under general anesthesia and underwent exploration of previous surgical wound site and removal of drain tube fragment from suspect medical device. Patient was discharged to rehab facility on (B)(6) 2011.